Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving fentanyl 2000mcg/ml for a total dose of 1099mcg/day, bupivacaine 20mg/ml for a total dose of 11mg/day, and unknown morphine 3.3mg/ml for a total dose of 1.81mg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2017 healthcare professional (hcp) reported they could only fill the pump with 35mls. It was stated hcp tried aspirating the 35 and filling again and still could not get the last 5mls into the pump. Hcp stated no air was introduced into the pump and no hyperbaric or scuba for this patient. Today ((B)(6) 2017) was the first instance of this for this patient. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on (B)(6) 2017 reported no troubleshooting or actions/interventions were performed relating to the difficulty injecting medication into the pump. It was noted that the patient next refill that was on (B)(6) 2017 was normal. The cause of the difficulty injecting medication into the pump was not determined. It was noted that the issue was resolved as at the patient's refill on (B)(6) 2017 was normal and all 40mls were injected. The patient's weight at time of event was noted as (B)(6). No further complications were reported/anticipated.